Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).

Event description:
It was reported that the patient was unable to charge their implantable neurostimulator (ins) and the implantable neurostimulator recharger (insr) didn¿t seem to connect due to poor communication. A communication problem was reported. The patient first saw the error a couple weeks prior to the report which was also the last time he recharged. It was reviewed there was a slight change the ins could be in overdischarge but the ins was discharged. The patient called back after seeing his healthcare provider (hcp) and reported the reason he couldn¿t connect with the ins was because of battery depletion. When the patient was asked if this was normal or not the patient stated no one said anything about there being an issue. He was told it would last five years and it did. The patient stated he was getting a non-rechargeable replacement. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.